Manufacturer narrative:
Sections with additional information as of 08-nov-2022:updated FDA's type of investigation, investigation findings, and investigation conclusions. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications root cause: rc-003: other root cause: root cause under investigation per scar-22-009 for the e-0/e-2 scenarios.

Event description:
Consumer reported complaint for error message (e-5). The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer was upset and stated that she is taking her insulin and does not know what her blood glucose is. During the call, a blood test was performed by the customer and produced e-5 error message using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 11/28/2023 and test strips were opened 1 1/2 months ago. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
(B)(4). Meter and one test strip were returned. Defect found on returned meter - e-0/e-2. Product evaluation has been completed. Returned product was forwarded to r&d meter for root-cause. R&d investigation has been completed and root cause selected. Defect associated with (B)(4). Root cause: rc-003: other root cause: root cause under investigation per (B)(4) for the e-0/e-2 scenarios. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.